Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.

Event description:
This patient was undergoing a pta procedure within a highly calcified right tibialis artery anterior. An sv-5 guidewire (gw) was positioned across the tibialis anterior middle part and attempt to advance the savvy 2.5 x 100mm over trifurcation was unsuccessful. The guidewire was retrieved to the trifurcation and using a 4.5 x 40mm savvy balloon a pta of the popliteal artery was performed. Post procedure with gw in place an angiogram was performed. Upon removal of the gw, some resistance was felt and the tip was noted to be stretched. There were no reported patient complications.